Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when taking a blood sample with this dpt with vamp system in an ICU with cardiac and oncologic patients, the values drifted. Additionally, when trying to re-zero the device, the zero option was not available and question marks were displayed on the bedside monitor. Unknown if there was an error message displayed. Patient was not treated while the device failed. Replacing the device for another one the issue was solved. Patient demographics unable to be obtained. The device is available for evaluation.

Manufacturer narrative:
Updated: d4 (expiration date), d9 (device availability), h3 (device evaluated by manufacturer), h4 (device manufacturer date), h6 (component code, type of investigation, investigation findings, investigation conclusions). The disposable pressure transducer (dpt) was sent to our product evaluation laboratory for a full evaluation. As received, customer report of "zero option was not available" was confirmed. Dpt did not zero nor sense pressure on pressure monitor. One contact plate divider was found damaged. The damage created contact interference or blockage in one contact plate (output circuit) of dpt cable connector. As a result, the damage created a open condition at dpt output circuit. Electrical testing performed bypassing the contact interference, showed that both input and output circuits of dpt sensor were intact. Input impedance and output impedance met specifications if they were measured directly from the contact plates. Customer report of values drifted was unable to be verified because dpt sensor did not zero nor sense pressure. Leakage was noticed from distal bond connection between pressure tubing and distal sample site. Outer diameter of pressure tubing was measured to be within specification. Further investigation was performed by the engineers in the manufacturing site, and it could be determined that the root cause was likely due to manufacturing and mishandling by the end user., since the reported damage could be indeed replicated when the dpt cable was connected improperly to the monitor. The personnel acknowledgment related to the complaint was provided to the manufacturing personnel.